Event description:
Pump was reported to have declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the cartridge and inspect the o-ring, which was found undamaged. After cleaning debris from the pump's pneumatic tap area, the customer initially failed to load the cartridge successfully. With assistance, a new cartridge was filled and loaded correctly, allowing the customer to complete the load process and resume insulin delivery.